Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 495 mg/dl. Customer stated that the insulin was squirting out during the manual prime process, insulin continues to drip after motor stops during the manual prime process, and they were unable to exit the preparing to prime loop and was stuck in rewind. Customer was called for technical troubleshooting. Customer stated that they were not wearing the insulin pump during priming. Customer stated that the insulin continued to drip after letting go of the act button. Customer stated that there was not a gap between the piston and the reservoir stopper. Customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devices will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test.